Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, upon initial deployment the valve appeared to have a depth of 1 mm on the non-coronary cusp (ncc) and 7 mm on the left coronary cusp (lcc). Right anterior oblique (rao) cusp view confirmed the depth and appeared slightly deeper. The valve was released very slowly with forward pressure and wire back. The valve did not dislodge immediately at release; however, an aortogram showed the valve was in the sinus of valsalva (sov) where it remained in stable position. The patient was hemodynamically stable. Subsequently, a second valve was deployed at a dept of 4 mm on the ncc and 8 mm on the lcc. A post-implant balloon aortic valvuloplasty was performed with a 23 mm non-medtronic balloon. The patient had final gradient of 6 mm hg. No additional adverse patient effects were reported.